Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
Related manufacturer report number: 2017865-2022-39381. It was reported that the right ventricular lead and left ventricular lead exhibited high capture thresholds. The right ventricular lead also showed r-wave amplitude variation. The leads were explanted and successfully replaced. There were no patient consequences.